Manufacturer narrative:
Case reported under incorrect product number m3535a; case will be reassigned to entity responsible for m5066a (actual product number). Additional reporting will be completed by this entity.

Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had a battery fault. The device was not in use on a patient.